Event description:
It was reported that the 9800 system would not boot up. It was noted that the system will only boot to 5 arrows then freeze. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, identified a loose cine board connector and reseated. As a proactive measure, the keyboard connector was reconnected, reset the cmos and verified all other connections. The system was tested and found to be working as intended and placed back into service.